Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.

Event description:
Boston scientific crm received information that this pacemaker was suspected of depleting prematurely. According to our engineers who performed an estimated longevity analysis utilizing the programmed parameters contained in the data disk (access to a full memory dump was not made available), they concluded that the device is operating on the edge between two different battery usage rate assumptions. As a result, small changes in the therapy required by the patient likely resulted in the observed shift in the longevity remaining estimate over the previous year. Also, as of today's date, a root cause has not been definitively ascertained for this failure mechanism. The root cause is currently under investigation. No adverse patient effects were reported